Manufacturer narrative:
(B)(4). The embolic protection system (eps) was returned without blood visible, consistent with the reported information that there was no patient involvement. There was saline on the tray, on the delivery catheter shaft and delivery catheter pod (dc pod). Only the delivery catheter, filtration element, barewire and tray were returned. The devices were returned loaded in the tray. The dc pod was separated 1.1 cm distal to the marker. The material was stretched and jagged at the separation, indicating that force was applied to separate the material. The dc pod was torn proximal to the separation for a length of 1 cm. The separated portion was returned in the tray. There was no other damage noted to the delivery catheter. The red locking clip was returned attached to the delivery catheter handle. There was no damage noted to the filtration element. There was no damage noted to the barewire. The torque device was returned secured on the silver portion of the barewire. There was no other damage noted to the eps. In this case, a conclusive cause for the separated pod could not be determined. However, the damage may be due to the procedural attempts to load the filter (possibly with force), and may have contributed to the separation. To ensure this type of damage is not manufacturing related, all embolic protection devices are visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected. There is no indication to suggest a product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records for this lot that would contribute to the reported event and there have been no other incidents reported for this lot. Additionally, the lot release testing results were reviewed and all samples met all manufacturing criteria.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection device, the delivery catheter pod tore and the filter could not be inserted. The device was not used and there was no patient involvement. There was no significant clinical delay in the procedure. No additional information was provided. Return device analysis revealed that the delivery catheter pod was separated.